Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that she experienced high and low blood glucose. The customer's blood glucose was 299 mg/dl at the time of incident. The customer's blood glucose was 432 mg/dl at the time of call. The customer stated that her blood glucose was 140 mg/dl, 399 mg/dl and almost 400 mg/dl. The customer stated that she felt sick and had a headache. The customer also stated that she experienced low blood glucose and her blood glucose declined to 30 mg/dl. The customer stated that she has been treating the blood glucose with the insulin pump. The customer stated that she has a back-up plan available. The customer was assisted in troubleshooting for the insulin pump and did not found any problems. The insulin pump was delivering insulin. The customer had 13 mg/dl blood glucose after troubleshooting. The customer was advised to monitor and consider manual injections if needed for the low blood glucose. The insulin pump will not be returned for analysis.